Event description:
It was reported that the patient presented to the emergency room due to pocket stimulation. Upon review, it was discovered that the left ventricular lead was dislodged. It was noted that the lead was found in superior vena cava. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.